Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken grip cable at the distal end. The root cause of broken - distal instrument grip cables is attributed to a component failure. The instrument was found to have a broken monopolar yaw pulley. The boss feature was found broken off and measures approximately .050" x .065 and was not returned. The root cause of broken instrument monopolar yaw pulley is typically attributed to the user, such as excess force applied to the distal end of the instrument. The instrument was found to have the entire length of the main tube surface with degradation. The root cause of degradation instrument main tube is typically attributed to the user, most commonly caused by improper cleaning/reprocessing techniques. The instrument was found to have the conductor wire cap dislodged from its normal position. Cap was not returned. The root cause of dislodged instrument conductor cap is typically attributed to the user, such as excess force applied to the distal end of the instrument. The instrument was found to have a broken/ ceramic sleeve. Broken piece is missing as a result of breakage. Size of missing piece is approximately .015¿ x .053¿. The root cause of broken instrument ceramic sleeve is typically attributed to the user, such as excess force applied to the distal end of the instrument or accidental collisions. Although the instrument was found to have a broken grip cable during failure analysis, the failure mode determined does not meet the criteria of a reportable malfunction. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during central processing, the permanent cautery hook was found to have broken wire at tip. There was no report of patient involvement.